Event description:
The dentist reported that the locator abutment screw fractured at about the level of the first thread.

Manufacturer narrative:
This device has not been received.

Manufacturer narrative:
Upon visual inspection, it was found that the locator abutment was fractured at approximately the 1st thread. The portion of the locator that retains the overdenture is in like-new condition. No lot number was provided for review, therefore a device history record or complaint history review could not be completed. The component was returned to the manufacturer zest for investigation. Zest quality department reviewed the component and found a fracture of the screw threads during use. The remainder of the threaded portion was found to be in specification with no material defect noted. A definitive cause could not be determined. (B)(4)